Event description:
It was reported that leakage occurred with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "leakage thru the stopper and plunger."

Manufacturer narrative:
Investigation: three (3) samples were provided by the customer. The samples were tested by drawing a dye/water solution into the syringe. No leakage was observed in any of the returned samples. Failure mode could not be verified and root cause was undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "leakage thru the stopper and plunger.".